Event description:
Pt was connected to spo2 sensor without ECG cable (allergy with probe). When the nurses came into the box where the pt was, they noticed a flat spo2 signal with stars in the parameter box; there was no alarm on mvws and monitor (according to nurse). Pt (young boy) will have after-effect... So hospital staff wants to know what happened and where the problem came from (nurse or device). We only could get error logs from mvws. The problem appeared in 2008 between 12.05 and 12.20.

Manufacturer narrative:
Monitors connected to the central station automatically relay alarms to the central station. Upon review of the submitted central monitor logs, it was found that all pt monitor alarms (previously set under the unit manager) had been turned off. This was also verified by a draeger technician. The only pt alarm that could not be turned off by the clinician when pressing the fixed "all alarm off" key was the asystole/ventricular fibrillation alarm. According to the reported description, the pt did not have any ECG cables placed for ECG monitoring. The instruction for use manual states: "you can suspend visual and audible alarms for a user-determined period of time. A banner appears at the top of the screen with the message, "all alarms off". Alarms remain suspended until you press the all alarms off fixed key again or the timeout period expires. Warning: never leave a pt unattended during an indefinite alarm suspension. Always enable the alarms again as soon as possible." The root cause for no alarms (audio/visual) is due to the user suspending the alarms by pressing the "all alarms off" key. The monitor did display that an spo2 reading was not being obtained.